Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three of the four locking screws and locking caps are coming loose on a patient's c6-t2 construct on the right side postoperatively. Non-union, delayed healing has been reported. The loosening of the screws and caps at c6-t1 was confirmed on imaging. Revision surgery was performed on (B)(6), 2014; the surgeon removed six out of the eight locking screws and replaced them with six new screws, the rod were replaced as well. The remaining two screws of the original construct were determined by the surgeon to be functioning properly and were intact, hence were not removed. This is report 3 of 5 for (B)(4).

Event description:
It was reported that three of the four locking screws and locking caps are coming loose on a patient¿s c6-t2 construct on the right side postoperatively. Non-union, delayed healing has been reported. The loosening of the screws and caps at c6-t1 was confirmed on imaging. Revision surgery has not been scheduled. This is report 3 of 4 for (B)(4). This report is for 2 of 3 of the locking screws.